Event description:
It was reported that the pump battery was depleting rapidly. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and continued to use the pump for insulin therapy.